Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. Siemens remotely reviewed the instrument files and observed multiple dilution arm pressure transducer errors that occurred at the same time the samples were processed. These errors indicate that the dilution arm pressure transducer detected that the samples were not aspirated, indicating that the liquid level sensor was triggered above the samples by an interference, such as bubbles or foam. Siemens further reviewed the data and observed normal aspiration profiles for the dilution, reagent, and sample arms. Therefore, there were no hardware issues related to any of the arms during the event. There is also no evidence of a reagent issue. The customer performed a precision study on both samples and all results recovered lower than the erroneously elevated results. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse checked all probes for clots. The cse also auto-aligned the ring, probes, and mixers. Lastly, the cse performed an autocheck and ran quality controls, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the initial atellica ch 930 analyzer and an alternate atellica ch 930 analyzer. The repeat results were lower than the erroneous results and were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the erroneous co2_c results.